Event description:
It was reported that the patient underwent an left partial knee procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to a suspected infection. The bearing was removed and replaced. Another revision occured on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00941 & 01945).